Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked/bent catheter was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4.-lot# corrected to 14f22m0048.

Event description:
It was reported that: "catheter tip is crooked." The issue was found during use on patient. There was no injury or consequence to the patient and the patient condition was reported as fine. Additional information has been requested from the account.

Event description:
It was reported that: "catheter tip is crooked." The issue was found during use on patient. There was no injury or consequence to the patient and the patient condition was reported as fine. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).